Event description:
In 2007: when staff trying to bring up room for start of procedures, fluoro failed. Customer does not have another room for procedures. No reported injury.

Manufacturer narrative:
Facility biomed found the issue of no fluoro due to the park arm not being completely extended over the table top. This was causing a no fluoro safety interlock. The table is designed to the inhibit x-ray exposure if the arm is not fully extended. Biomed placed park arm into fully extended position and system operated correctly.